Event description:
The customer reported that after the priming and tuning tests were passed, a strong noise, odor and smoke came from the system. This occurred during preparation for surgery. The customer rebooted the system, and the priming and tuning tests passed again. However, the customer decided not to use the system, and cancelled two cases. The customer also stated that the problem caused a prolonged hospital stay for the patient. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 11/30/2007.